Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed cookies and juice to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed cookies and juice to address bg. Reportedly, the pump time was incorrect, cause was unknown. In addition, the customer¿s weight setting was incorrect. The pump settings were adjusted and corrected to address the issue.